Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The following day around 2:00pm while at work, the cgm was displaying 167 mg/dl. The patient was having symptoms of hypoglycemia and was sweating and "getting close to falling on the floor". The patient stated he believed there was a 100 point difference because when he sweats, it usually means his blood glucose is in the 50s mg/dl. The patient did not check a bg finger stick during this time. He then called paramedics but stated instead, he ate candy because he could not leave work and the candy brought his blood sugar up. When he went home, he checked his bg finger stick and it was 80 mg/dl. It it not known what the cgm was displaying during this time. The patient was concerned about the discrepancy in readings and contacted dexcom. He was advised to calibrate the sensor. That patient called back an hour later and was again advised to calibrate. Even after calibration, the patient stated there was still a 30 point difference and was also giving alerts for, ¿wait up to 3 hours¿ and ¿sensor failed¿. The patient was then instructed to replace the sensor. At an unspecified time, the patient provided inaccurate values of cgm 124 mg/dl; bg 96 mg/dl. It has been reported that there was a difference in readings of 100 points. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid for an unspecified timeframe. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.